Event description:
Customer reported that she was driving and had a car accident due to low blood glucose. Paramedics were called and she was hospitalized. Customer stated that the blood glucose reading was 42 mg/dl when paramedics arrived. Customer stated that her insulin pump was alarming sensor error multiple times. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.